Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 applications were performed with the 2af283 balloon catheter with lot number 98669 without any issue on the date of the event. In conclusion, hypotension and cardiac tamponade occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis/is still expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the products were removed from the patient, the patient's blood pressure dropped. It was indicated that there was a cardiac tamponade. The patient's hospitalization stay was extended. No further patient complications have been reported as a result of this event.